Event description:
It was reported that the patient went to the hospital complaining of discomfort in the penis/scrotum area. The physician identified that the cylinders has migrated out of the corporotomies. The inflatable penile prosthesis (ipp) was replaced with a tactra malleable prosthesis. A full recovery is expected.